Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the xpdm quick-con si poly scwdrvr (part# 279712400, lot# 0610mi qty# ) was returned and received at us cq. Upon visual inspection, it is observed that the hex tip had been stripped and worn. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end-of-life indicators for the device. No other defects were identified with the device. The complaint is being confirmed for the xpdm quick-con si poly scwdrvr (part# 279712400, lot# 0610mi qty# ). After a visual inspection per guidance provided in windchill document (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number 0610mi was released in five batches. Batch1: lot qty of units were released on 20 aug 2010 with no discrepancies. Batch2: lot qty of units were released on 07 sep 2010 with no discrepancies. Batch3: lot qty of units were released on 12 oct 2010 with no discrepancies. Batch4: lot qty of units were released on 02 nov 2010 with no discrepancies. Batch5: lot qty of units were released on 12 oct 2010 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a lumbar revision, posterior spinal fusion the hex was stripped. Procedure was completed successfully with the second device in the tray and without any delays. This report is for one (1) expedium spine system quick connect si poly driver. This is report 1 of 2 for complaint (B)(4).